Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to issue the medication as the requested quantity exceeded what the cabinet had on hand. The technical support specialist stated that only one cubie contained the medication, with a total of five units, but the system showed a quantity of zero at the time. As a result, the customer was unable to issue the medication. Since the issue was acknowledged and no further action was required, the case was closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that a bd pyxis¿ medbank tower had an issue where the medication could not be issued as the quantity requested exceeded what was in the cabinet. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an issue where the medication could not be issued as the quantityrequested exceeded what was in the cabinet. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.